Manufacturer narrative:
The insulin pump passed the displacement test, prime/compromised force sensor system test, excessive no delivery test, self test and unexpected restart error test. The unit passed the operating currents test: the unit tested within the specification range and passed off no power test. The unit was unable to perform the basic occlusion and occlusion test due to reservoir tube lip damage. The following visible damage was noted: cracked battery tube threads, completely broken off reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, and minor scratches on the display window. The test reservoir does not stay locked in place due to reservoir tube lip damage. (B)(4).

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; the reservoir compartment was damaged to the point that the reservoir would keep falling out of the insulin pump. The patient's blood glucose at the time of incident is unknown; however, the reservoir falling out of the insulin pump would cause high blood glucose events. Troubleshooting was initiated for the reservoir compartment damage. The customer did not recall any significant events leading to the physical damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis.